Event description:
It was reported that a user experienced hyperglycemia after a breakfast meal announcement while using the ilet system and requested assistance with a factory reset; review of available reports indicated frequent hypoglycemia with occurrences of very low glucose and an average of approximately eleven meal announcements per day, and the user was referred for additional training prior to performing a factory reset. Symptoms included hyperglycemia and hypoglycemia, including very low glucose. Outcomes included no reported hospitalization, no emergency treatment, and no device alarms. Investigation included review of usage patterns and consultation for clinical training support. Investigation of this case revealed use-related factors, including high frequency of meal announcements and the need for user training, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user interaction with therapy management rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.